Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the doors had failed. The field service engineer (fse) identified that all three tower doors had failed, indicating a faulty door controller. The controller was replaced, and all three latches were upgraded. The fse tested all doors using the hardware test application. All doors were confirmed to be functioning properly. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the refrigerated door failed to open and could not be recovered. As a result, customer was prevented from accessing required refrigerated items. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.